Event description:
Customer reported the nurse call cable does not have a tight fit when plugged into the nurse call outlet. Customer did not provide a date when issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).